Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. No pump error alarms noted during testing and were not found in the history files or traces. The power management graph confirmed the unloaded voltage and loaded voltage (loaded vlith) were within spec range. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. No pump error alarms noted during testing however, pump error 41 alarm is found in the formatted history file due to moisture damage on the motor flex connector. Moisture damage was also found on the force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that insulin pump had battery failed alarm before the alarms. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that insulin pump passed the displacement test and self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.